Manufacturer narrative:
H3: product analysis found that visually, the tip of the inner shaft was broken off when returned and it was placed in a small clear plastic container. The broken tip measured 0.156 inches in length. The remaining portion of the inner shaft measured 4.698 inches from the distal end of the inner hub to the broken point. There were striations found on the inner shaft near the distal end of the inner hub. There were no traces of contamination found and there was no damage found on the outer tube, outer and the inner hubs. Functional testing could not be performed due to the aforementioned issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: initially submitted codes fdm b17, fdr c20, fdc d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during fess surgery, the tip of the blade snapped off. Concha bulosa was being debrided at the time of the incident. There were no broken pieces of the reported product that remained inside the patient's body. The surgeon used a forceps to remove the bur from the nasal cavity. The outer shaft was not prevented the fragments from falling out and contacting the patient. The procedure was completed with the reported product. There was no injury to the patient.